Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that for the asymptomatic patient an increase in capture threshold was observed on the ventricular lead. Fluoroscopy showed the atrial and ventricular leads had no slack. The physician opened the pocket to find the sutures on the ICD and the leads had broken. The leads were twisted around each other and the ICD had been flipped in the pocket multiple times. The patient stated that she had twiddled the ICD. The physician explanted and replaced the leads.

Manufacturer narrative:
Analysis was normal. No anomaly was found.